Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult or delayed positioning (leaflet grasping) appears to be related to imaging difficulty. The reported image resolution poor was associated with the imaging artifact introduced by implanted clip. The reported tissue injury (anterior leaflet damage) appears to be due to a combination of patient anatomical condition and the grasping attempts. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+, a rotated heart, posterior prolapse, and flail. An xtw (20914r1036) clip was inserted and deployed on the mitral valve. It was noted that grasping was difficult due to patient anatomy. To further reduce, mr a second xtw clip (21012r1073) was inserted. It was noted that imaging with the clip was difficult due to shadowing from the first clip. Grasping was again difficult, but the clip was successfully deployed. However, after deployment, it was observed the anterior leaflet ripped up at the clip. The physician suspected tissue damage was also caused by first clip as well. Mr was only reduced to a grade of 4; therefore, for treatment, the physician decided to perform mitral valve replacement. There was no clinically significant delay in the procedure. No additional information was provided.